Event description:
Endotracheal tube broke on insertion - all parts were recovered, and there was no patient harm.======================manufacturer response for subglottic suctioning et tube, (brand not provided) (per site reporter).======================acknowledged.